Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. Patient could not drive at night, patient had dry eyes since surgery and had tried calcineurin inhibitor immunosuppressants and corticosteroids with no help, planned for lens explant to monofocal . Additional information was requested.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(6).

Event description:
Additional information was received as lens replaced with non-company lens